Manufacturer narrative:
Findings: pump was received with blank display due to missing battery tube contact spring. Unable to perform a functional testings such as displacement test, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests or verify unresponsive keypad/button due to blank display. No moisture damage on keypad traces or flatten dome switch noted. Unit had corroded battery tube, cracked reservoir tube lip and minor scratched lcd window.

Event description:
It is reported that a customer's insulin pump is unresponsive and does not work. The patient's blood glucose level was unknown at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.